Event description:
It was reported that post the ipg implant procedure the patient experienced a loss of feeling in her legs and remained hospitalized. The patient underwent imaging in an attempt to determine what was causing the loss of feeling in her legs but the physician was unsuccessful in diagnosing the cause. The physician did not suspect the device to be the cause of the event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.